Manufacturer narrative:
(B)(4). It was reported performance breakage suture. A dispensed needle/suture was returned for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected and the suture strand present body fluids, marks that appears to be by use of a surgical instrument and the end of suture was observed broken due to the stress applied to the strand. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, the assignable cause of the performance breakage suture, was suggest an improper handling.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown obgyn procedure on an unknown date and suture was used. The suture was broken easily during use. There were no adverse consequences to the patient.